Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Additional system component being reported for this event: battery:bat302196- exp-07-31-2016. (B)(4). Battery:bat301493- exp-07-31-2016. (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship.

Event description:
It was reported by the vad coordinator that the patient reported battery switching back and forth. Battery not draining fully, one at a time and draining rapidly. All batteries and controller ports were examined for possible pin bending or damage but nothing found. No additional information provided..

Manufacturer narrative:
The reported event of power switching was confirmed on the returned batteries, bat301493 and bat302196. However, bat302981 did not cause any of these power switching events. The reported rapid draining of these batteries could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events involving con095861, bat301493, bat303053, bat302196, and bat302102. These premature switching events are most likely due to communication anomalies between battery and controller. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. None of the batteries displayed rapid draining during testing at the bench level. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported power switching can be attributed to a communication error between the controller and the batteries. The reported event of rapid draining could not be duplicated at the bench level or through log file analysis. Additional system component being reported for this event: battery:bat302196- exp-07-31-2016, MFR date: 2015-07-30, (B)(4). Battery:bat301493- exp-07-31-2016, MFR date: 2015-07-10, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.